Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct g2, and update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the forceps channel, however, the specific material could not be identified. It is likely that the foreign material could not be removed even after following the correct reprocessing methods due to the physical damage found in the forceps channel. The user's reprocessing methods were reviewed and there were no reported deviations from the instructions for use (IFU). The event can be prevented by following the instructions for use (IFU) which state: "warning ¿ do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "leakage". Perforations on the forceps channel were observed causing leakage . The probe cable inside the bending tube found covered with water due to the perforation of the forceps channel. In addition, it was noted foreign matter (residual liquid) found coming out from the forceps channel opening. The bending angle found to be insufficient due to the elongation of the angle wire. The play of the angle knob found to be out of the normal state due to the elongation of the angle wire. The curved rubber adhesive part found cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "leakage". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation noted foreign matter (residual liquid) coming out from the forceps channel opening . This report is being submitted for foreign matter observed to be coming out from the forceps channel opening (reprocessing insufficient cleaning issue, handling issue).